Event description:
This report summarizes 4 malfunction events, where it was reported the bed exit did not alarm. There were 2 events with patient involvement; the patient fell and suffered an abrasion.

Manufacturer narrative:
1 of the remaining devices was evaluated by the customer, who advised they could find no defect with the device. They did not make it accessible for testing by the manufacturer. The second remaining device was not evaluated as it was not made available for testing.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and the issue was confirmed; 1 device had a broken/damaged component and 1 device had a missing component. The devices were repaired and returned. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the bed exit did not alarm. There were 2 events with patient involvement; the patient fell and suffered an abrasion.